Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). Results from his meter were lower when compared to results from another alleged roche meter in the laboratory. The patient only alleged that the laboratory meter used for comparison was a roche meter. The specific model and serial number of the comparison meter used in the laboratory was asked for, but not provided. The patient also noted he had issues seeing a test strip symbol on the display of his meter. A full screen display check was performed and no issues were found with the display. The patient collected a sample from his finger into a capillary tube and applied sample from the capillary tube to test strips tested with the patient's meter and with the laboratory meter. The result from the patient's meter was 1.5 inr and the result from the laboratory meter was 2.1 inr. The patient then collected a second sample from a new finger into a capillary tube and applied sample from the capillary tube to test strips tested with the patient's meter and with the laboratory meter. The result from the patient's meter was 1.5 inr and the result from the laboratory meter was 2.1 inr. All meter testing was performed back to back and within 7 hours. No adverse events were alleged to have occurred with the patient. The patient had no changes in medication based on the meter results. The patient's therapeutic range is 2 - 4 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not on heparin and does not used direct thrombin inhibitors. The patient has had no other changes to medication, no illnesses, and no dietary changes. The patient had no symptoms of high inr. The patient is on a low sodium and low fluid diet. The patient's coumadin medication was increased based on previous inr results. These specific values could not be provided. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr, donor 2 inr: 3.8 inr. Donor 1 hct: 36%, donor 2 hct: 49%. Testing results: donor #1: master lot: 3.0 inr, customer meter and master lot: 3.0 inr. Donor #2: master lot: 3.8 inr, customer meter and master lot: 3.7 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. The display functions as intended and no segments are missing. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Upon review of the patient results in the meter memory, only one result of 1.5inr was observed on (B)(6) 2017.